Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. B76537) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "only one of fallopian tubes was occluded". The patient's past medical history included exostosis. Previously administered products included for dermatomy: fluconazole on (B)(6)2013; for depression: citalopram on (B)(6) 2013; for bone spur: celecoxib on (B)(6)2012; for fatigue: ambien on (B)(6)2012; for an unreported indication: mirena. Concurrent conditions included overweight and joint pain. Concomitant products included bupropion (wellbutrin) from (B)(6)2013 to (B)(6)2014 for anxiety as well as colecalciferol (vitamin d3) since 2015, ibuprofen since (B)(6), meloxicam since (B)(6) and zolmitriptan since (B)(6). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding prolonged menses"), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), headache ("headaches"), pelvic pain ("pain"), adnexa uteri cyst ("paratubal cyst on fallopian tube") and weight increased ("weight gain of 60 pounds"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), alopecia ("hair loss"), weight decreased ("after removal lost 30 pounds"), muscle strain ("abdominal muscle tear"), feeling abnormal ("brain fog") and adnexa uteri pain ("left lower area ovarian pain"). The patient was treated with citalopram hydrobromide (celexa), surgery (underwent a hysterectomy with bilateral salpingectomy) and surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain, uterine haemorrhage, dysmenorrhoea, menorrhagia, back pain, migraine, alopecia and pelvic pain had resolved, the vaginal haemorrhage, headache, adnexa uteri cyst, weight increased, weight decreased, muscle strain, feeling abnormal and adnexa uteri pain outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, adnexa uteri cyst, adnexa uteri pain, alopecia, back pain, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, muscle strain, pelvic pain, uterine haemorrhage, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: beginning on or about (B)(6)2014, patient sought medical treatment regarding the aforementioned symptoms. Current weight 195 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6)2014: free contrast spillage- right adnexa; in (B)(6)2014: only one fallopian tubes was occluded most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. New reporters added. Patient relevant history added. Concomitant medications added. Event onset dates and event outcomes added. Event left lower area ovarian pain added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. B76537) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "only one of fallopian tubes was occluded". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding prolonged menses"), vaginal haemorrhage ("abnormal vaginal bleeding") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraine headaches"), alopecia ("hair loss"), headache ("headaches"), pelvic pain ("pain"), adnexa uteri cyst ("paratubal cyst on fallopian tube"), weight increased ("weight gain of 60 pounds"), weight decreased ("after removal lost 30 pounds"), muscle strain ("abdominal muscle tear") and feeling abnormal ("brain fog"). The patient was treated with citalopram hydrobromide (celexa), surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, migraine and alopecia had resolved and the uterine haemorrhage, vaginal haemorrhage, fatigue, headache, pelvic pain, adnexa uteri cyst, weight increased, weight decreased, muscle strain and feeling abnormal outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, back pain, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, muscle strain, pelvic pain, uterine haemorrhage, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: beginning on or about (B)(6) 2014, patient sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: only one fallopian tubes was occluded . Most recent follow-up information incorporated above includes: on 12-mar-2018: pfs and medical record received: the event abnormal vaginal bleeding, fatigue, headaches, pain, paratubal cyst, weight gain, weight loss, abdominal muscle tear, brain fog, abnormal uterine bleeding added,concurrent condition added,historical drug added,lot number added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. B76537) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "only one of fallopian tubes was occluded". The patient's past medical history included exostosis. Previously administered products included for dermatomy: fluconazole on (B)(6) 2013; for depression: citalopram on (B)(6) 2013; for bone spur: celecoxib on (B)(6) 2012; for fatigue: ambien on (B)(6) 2012; for an unreported indication: mirena. Concurrent conditions included overweight and joint pain. Concomitant products included bupropion (wellbutrin) from (B)(6) 2013 to (B)(6) 2014 for anxiety as well as colecalciferol (vitamin d3) since 2015, ibuprofen since 2016, meloxicam since 2014 and zolmitriptan since 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding prolonged menses"), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("fatigue"), headache ("headaches"), pelvic pain ("pain"), adnexa uteri cyst ("paratubal cyst on fallopian tube") and weight increased ("weight gain of 60 pounds"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), alopecia ("hair loss"), weight decreased ("after removal lost 30 pounds"), muscle strain ("abdominal muscle tear"), feeling abnormal ("brain fog") and adnexa uteri pain ("left lower area ovarian pain"). The patient was treated with citalopram hydrobromide (celexa), surgery (underwent a hysterectomy with bilateral salpingectomy) and surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, uterine haemorrhage, dysmenorrhoea, menorrhagia, back pain, migraine, alopecia and pelvic pain had resolved, the vaginal haemorrhage, headache, adnexa uteri cyst, weight increased, weight decreased, muscle strain, feeling abnormal and adnexa uteri pain outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, adnexa uteri cyst, adnexa uteri pain, alopecia, back pain, dysmenorrhoea, fatigue, feeling abnormal, headache, menorrhagia, migraine, muscle strain, pelvic pain, uterine haemorrhage, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: beginning on or about (B)(6) 2014, patient sought medical treatment regarding the aforementioned symptoms. Current weight 195 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: free contrast spillage- right adnexa; in (B)(6) 2014: only one fallopian tubes was occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "only one of fallopian tubes was occluded". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding prolonged menses"), back pain ("severe back pain"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, menorrhagia and migraine to be related to essure. The reporter commented: beginning on or about (B)(6) 2014, patient sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: only one fallopian tubes was occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.